Manufacturer narrative:
This report is being supplemented to provide additional investigation results and correct sections a1, b5, d4, d5, d9, g2, h5, h6, and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the foggy image could not be determined; however, the foggy image was likely caused by stress of repeated use, external factors, or handling of the device which may have led to the objective lens being damaged. A definitive root cause of the b30 and e104 error messages could not be determined; however, the error messages may have been caused by failure of the charged coupled device (ccd) unit, a defect of the circuit board in the scope connector or a defect from the system. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the flex deflectable videoscope displayed a b30 scope communication and e104 anti-fog function failure error messages. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The customer also reported that an anti-fog failure error e104 had occurred. Olympus inspected the device at olympus service operation repair center (sorc) and no defects were identified that led to the cause of the reported event. The reported event was not reproduced. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that communication error b30 occurred. There was no report of patient injury associated with this event.